Event description:
It was reported that an ilet pump would not remain charging, with the charging pad light illuminating for approximately 30¿40 seconds before stopping and the device not maintaining a solid blue charging indicator; blood glucose was reportedly unaffected. Symptoms included no clinical effects. Outcomes included no impact to health. Investigation included guided troubleshooting with verification of correct charger and adapter use, assessment of charging pad indicator behavior, orientation and case removal checks, power cycling of the adapter, outlet verification, interference review, and moisture inspection, followed by shipment of a replacement charging pad and wall adapter and ultimately replacement of the pump when charging could not be reliably achieved. Investigation of this device revealed a device charging malfunction consistent with inductive charging failure of the pump and/or charger despite correct setup and environment. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the charging system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.